Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device, this right atrial (ra) and the right ventricular (rv) lead, exhibited oversensing of noise, high pacing thresholds (2.4v/0.4ms), resulting in pacing inhibition. Technical services (ts) consultant provided recommendations for lead integrity testing, and -ray imaging. This lead remains implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).